Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter leaked at the level of the medication connecting track. The patient noticed the leak and immediately warned the caregivers. The line was clamped, removed, and exchanged for the patient. Aside from the catheter exchange there was no medical intervention.

Manufacturer narrative:
(B)(4) device evaluation: the reported complaint of the catheter leaked during use was confirmed. The customer returned one three lumen cvc catheter and connection tubing. The returned catheter was cut and separated at about 3.5 cm below the 10 cm black line on the catheter body. The distal portion of this catheter was not returned. Visual examination of the catheter returned revealed that the medial lumen is filled with blood and that the other lumens are clear or empty. The catheter body length was measured at 15. 4 cm indicating that 6.3 cm of the catheter was not returned per catheter graphic. The returned connection tubing appeared used but typical; no obvious defects or damage was observed. The returned connection tubing is not packaged in the reported kit and its origin was not reported. Microscopic examination of the catheter at the separation confirmed the catheter was cut and not torn since the shape of the cut is angled and comes to a point indicating a scissor type tool was used and there was another cut just below the separation. Microscopic examination revealed indentations in the catheter body around the 19 cm mark indicating that the catheter may have been clamped or pinched in this area. Other remarks: no defects or damage was observed with the distal and proximal extension lines; however, some material was observed inside the medial extension line hub. Initially the material observed appeared to be hard biological material. However, further examination revealed it was a piece of the male fitting from the connection tubing cover in dried blood. This broken piece of plastic in the medial hub created ledge at < 1 mm from the top edge which prevented the hub from connecting to the tubing's fitting and resulted in the leak. Microscopic examination of the male fitting on the connection tubing appeared broken confirming the complaint. The piece of the broken male fitting could not be removed from the medial hub and the connection tubing fitting could not be measured with a luer gage. Leak testing was performed on both the proximal and distal lumen on the lab leak tester at 45 psi for 30 sec. No leaks were detected. The medial lumen could not be tested. The IFU for this product states to connect all extension lines to appropriate luer-lock lines as required. It warns the user to only use securely tighten luer locks to lessen the risk of disconnects and to routinely check for securely tighten luer-lock connections. It also warns to follow hospital protocol for all catheter maintenance to guard against air embolism. A device history record review was performed and did not reveal any manufacturing related issues. Since the origin of the connection tubing is unknown and the broken fitting from the connection tubing cannot be measured, the probable cause of this investigation cannot be determined. No further actions will be taken

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. Therefore, the potential cause of the catheter leak could not be determined based upon the information provided and without a sample. No further action will be taken.